Event description:
Note: this report pertains to one of six complaint devices used in the same procedure. Manufacturer report# 3005099803-2013-12555 addresses the leveen coaccess electrode system, manufacturer report# 3005099803-2013-12560 addresses the rf3000 radiofrequency generator, manufacturer report# 3005099803-2013-12709, manufacturer report# 3005099803-2013-12710, manufacturer report# 3005099803-2013-12711, and manufacturer report# 3005099803-2013-12712 addresses four grounding pads. It was reported to boston scientific corporation on (B)(6) 2013 that a leveen coaccess electrode system (manufacturer report# 3005099803-2013-12555), an rf3000 radiofrequency generator (manufacturer report# 3005099803-2013-12560), and four grounding pads (manufacturer report# 3005099803-2013-12709, manufacturer report# 3005099803-2013-12710, manufacturer report# 3005099803-2013-12711, manufacturer report# 3005099803-2013-12712) were used during a radiofrequency ablation (rfa) procedure on (B)(6) 2013. According to the complainant, during the procedure, the leveen coaccess electrode could not achieve roll off after 50 minutes. It was reported that the procedure was not completed. In was also reported to boston scientific corporation that roll off was difficult to achieve after 30 minutes during a second radiofrequency ablation (rfa) procedure on (B)(6) 2013 with a leveen needle electrode (manufacturer report# 3005099803-2013-12558 ), an rf3000 radiofrequency generator (manufacturer report# 3005099803-2013-12559) and four grounding pads (manufacturer report# 3005099803-2013-12719, manufacturer report# 3005099803-2013-12720, manufacturer report# 3005099803-2013-12721, manufacturer report# 3005099803-2013-12722). It was reported that a p1 error was displayed on the generator and remained on the screen after the electrode was replaced. It is unknown whether these issues happened during the same procedure. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual examination and the inspection for loose hardware found no issues. A final test, rf delivery with test loads, and stress testing were performed, and the device was found within specifications. Power on self-test (post) value check was performed and service inspection and no issues were found. Preliminary final test were performed without removal of the device¿s top enclosure, with no hipot testing, burn-in or calibration were performed and the device was found to be within specifications. The device was environmentally stressed at low and high temperatures and low and high line voltages; while performing the test: roll on/off test (200w and 25ohm), pad over current shutdowns, short-circuit shutdown, pad connector continuity test; no problems were found. Following completion of the assembly; the device then passed all performance criteria of its final test. As the device was within all specifications, the complaint was not confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to one of six complaint devices used in the same procedure. Manufacturer report# 3005099803-2013-12555 addresses the leveen coaccess electrode system, manufacturer report# 3005099803-2013-12560 addresses the rf3000 radiofrequency generator, manufacturer report# 3005099803-2013-12709, manufacturer report# 3005099803-2013-12710, manufacturer report# 3005099803-2013-12711, and manufacturer report# 3005099803-2013-12712 addresses four grounding pads. It was reported to boston scientific corporation on (B)(6) 2013 that a leveen coaccess electrode system (manufacturer report# 3005099803-2013-12555), an rf3000 radiofrequency generator (manufacturer report# 3005099803-2013-12560), and four grounding pads (manufacturer report# 3005099803-2013-12709, manufacturer report# 3005099803-2013-12710, manufacturer report# 3005099803-2013-12711, manufacturer report# 3005099803-2013-12712) were used during a radiofrequency ablation (rfa) procedure on september 4, 2013. According to the complainant, during the procedure, the leveen coaccess electrode could not achieve roll off after 50 minutes. It was reported that the procedure was not completed. In was also reported to boston scientific corporation that roll off was difficult to achieve after 30 minutes during a second radiofrequency ablation (rfa) procedure on (B)(6) 2013 with a leveen needle electrode (manufacturer report# 3005099803-2013-12558 ), an rf3000 radiofrequency generator (manufacturer report# 3005099803-2013-12559) and four grounding pads (manufacturer report# 3005099803-2013-12719, manufacturer report# 3005099803-2013-12720, manufacturer report# 3005099803-2013-12721, manufacturer report# 3005099803-2013-12722). It was reported that a p1 error was displayed on the generator and remained on the screen after the electrode was replaced. It is unknown whether these issues happened during the same procedure. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.